Event description:
The customer's diabetic educator reported that the customer was hospitalized for high blood sugars. The customer was placed on manual injections. Troubleshooting was done on the pump and the pump passed functional tests. The customer was advised to change out entire set and to call back for further assistance.